Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just to clarify, when the knife did not fully return to home position after the second firing; was the staple line complete? No information. If the device stapled, were the staples formed properly? No information.

Event description:
It was reported that during an open gastric tube procedure, the knife did not fully return to home position after the second firing on the stomach though the device functioned as intended at the first firing. The knife reverse switch did not function. Eventually, the device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.